Event description:
It was reported the insulin delivery of the infusion device is too low, and the infusion device displayed an e4 occlusion error. Patient's mother is the operator of the infusion device. Patient experienced hyperglycemia and diabetic ketoacidosis and was unable to stabilize blood glucose by delivering boluses through the infusion device and setting the basal rate to 200%. Patient was given insulin by pen and blood glucose stabilized. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.